Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a compromised force sensor system alarm on the insulin pump. Customer stated that while trying to prime the pump, the piston keeps moving and the insulin keeps coming out. Customer stated that it would repeat the process again with the priming. Customer stated that this isn't the first time this had happened. Customer stated that it started happening about 2 weeks ago. Customer's blood glucose was around 200 mg/dl. Customer had just eaten and was going to give a bolus. It was explained that the possible cause of the alarm was during seating the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due corroded motor home switch, corroded battery tube and was missing segments due to cracked zebra connector at the lcd board. However, the operating currents are within specifications passed self-test, a21 error test, rewind and displacement test. The drive support disk was inspected and no anomaly was noted. The insulin pump had cracked case at the display window corners and minor scratches on the lcd window.